Event description:
A report was received that the patient was hospitalized as the ipg had eroded through the skin and caused infection at the ipg site. Symptoms of infection were redness and swelling. The physician believed that it was not device related but the pocket had opened and got contaminated because the skin was broken. The patient underwent a revision procedure wherein the pocket was opened and irrigated with antibiotics but the device was not touched. Additional information was received that the patients symptoms were improving overall. The patient was continuing on IV antibiotics and was being followed by infectious disease specialist. Additional information was received that the patient had a staphylococcus aureus infection. It was believed that the infection was not procedure related. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. No device malfunction was suspected. The explanted ipg and lead were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patients symptoms were improving overall. The patient was continuing on IV antibiotics and was being followed by infectious disease specialist.

Event description:
A report was received that the patient was hospitalized as the ipg had eroded through the skin and caused infection at the ipg site. Symptoms of infection were redness and swelling. The physician believed that it was not device related but the pocket had opened and got contaminated because the skin was broken. The patient underwent a revision procedure wherein the pocket was opened and irrigated with antibiotics but the device was not touched.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was hospitalized as the ipg had eroded through the skin and caused infection at the ipg site. Symptoms of infection were redness and swelling. The physician believed that it was not device related but the pocket had opened and got contaminated because the skin was broken. The patient underwent a revision procedure wherein the pocket was opened and irrigated with antibiotics but the device was not touched.